Event description:
Assessment of hygiene around implant: good. Bruxism, pain, swelling, inflammation. Type of prosthesis?: crown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)